Event description:
On (B)(6) 2010, pt reported he "feels like his insulin is going through faster than normal." Pt stated, he just inserted an insulin cartridge in his infusion device on (B)(6) 2010 and feels the cartridge should last until the evening of (B)(6) 2010 or the morning of (B)(6) 2010. Pt reported, he only has around 94 units left in the infusion cartridge which would have him changing it by the morning of (B)(6) 2010. Verified pt has 108 units of insulin left in the cartridge. Verified the pt's 24 hour basal rate total. Verified the daily totals since (B)(6) 2010. Pt reported daily insulin totals on (B)(6) 2010 was 71.1 units and on (B)(6) 2010 was 141.1 units. Pt stated, the daily totals prior to the cartridge change were 137.6 units on (B)(6) 2010 and 135.4 units on (B)(6) 2010. Pt reported bolus amounts that were documented in a journal for (B)(6) 2010 that he wrote that were not in the infusion device memory. Pt stated, the bolus amounts were: 12.0 units of insulin at 5:30 am, 5.0 units of insulin at 12 pm, 7.0 units of insulin at 4 pm and 8.0 units of insulin at 8 pm. Had pt review infusion device's bolus history and the following was recorded for (B)(6) 2010: 11.0 units of insulin at 8:01 pm, 7.4 units of insulin at 4:06 pm, 2.5 units of insulin at 12:35 pm, 2.5 units of insulin at 12:31 pm, 6.5 units of insulin at 12:08 pm, 10.0 units of insulin at 11:20 am, 6.5 units of insulin at 9:21 am, 11.0 units of insulin at 9:02 am and 12.0 units of insulin at 5:32 am. Pt reported, he does not feel these are correct. Pt stated, he does not know when he would have given the extra boluses throughout the day on (B)(6) 2010. Verified the pt has not had any concerns with his blood glucose. Pt reported his blood glucose readings have been normal. Pt stated, he has not seen any insulin leaking in the infusion device. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.